Manufacturer narrative:
(B)(4). Medwatch (mw5073230) complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed as a lot number was not supplied by the customer. The arrowgard blue antimicrobial catheter technology information insert supplied with this kit states "use of the arrowg+ard blue antimicrobial catheter technology is contraindicated for patients with known hypersensitivity to chlorhexidine, silver sulfadiazine and/or sulfa drugs." Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: "pt presented for coronary artery grafting surgery, uneventful instruction of anesthesia. Pt developed anaphylactic shock intraoperatively after insertion of central venous line that was impregnated with an antimicrobial sheath. Resuscitated with fluids and epinephrine bolus then infusion. Surgery was cancelled and pt transferred to ICU and then the pt recovered.

Manufacturer narrative:
(B)(4). Medwatch (mw5073230) allergy testing confirmed an allergy to chlorhexidine. Pt had one prior exposure (sensitization) to chlorhexidine in the form of plastic surgery for cancer removal. Before this reported event the pt did complain of pruritus to chlorhexidine to the wrist before placement or arterial line (done awake). The central venous line placed in the anesthetized pt was arrowgard blue catheter with antimicrobial sheath containing both chlorhexidine and silver sulfadiazine". Per user facility, the patient recovered and condition reported as stable.

Event description:
The customer reports: "pt presented for coronary artery grafting surgery, uneventful instruction of anesthesia. Pt developed anaphylactic shock intraoperatively after insertion of central venous line that was impregnated with an antimicrobial sheath. Resuscitated with fluids and epinephrine bolus then infusion. Surgery was cancelled and pt transferred to ICU and then the pt recovered.